Manufacturer narrative:
(B)(4). The customer reported no recent reagent changes. All syringes were free of leaks, cracks, bubbles and air pockets. Maintenance had not been completed for the current month. Millipore filter and peristaltic pump tubing replacement and solenoid valve cleaning were still pending. The abbott customer technical advocate (cta) recommended that the customer perform the pending maintenance and also to perform an autoclean and run quality controls (qc). If qc was out of range, then the customer was instructed to perform additional troubleshooting and calibration if indicated. The customer was instructed to contact customer service and support if further assistance was required. A follow-up call was placed with the customer and the cta was informed that after performing the suggested troubleshooting, the issue persisted. The customer requested service for issue resolution. On (B)(6) 2009, an abbott field service representative (fsr) cleaned dust particles from the laser assembly and performed gain verification/adjustment for multiple parameters. The fsr replaced the mix head repair service kit for being worn out from normal use and performed mixer bladder verification, mix head rotation verification, and mixer bladders pressure verification/adjustment. The fsr ran quality control and the instrument was performing within specifications. No further assistance was required. Customer complaints were reviewed for the cell-dyn 3200 system. Based on the investigation, no product issue was identified for the cell-dyn 3200 related to the reported issue. This is the final report.

Event description:
The customer stated that discrepant cell-dyn 3200 platelet results were generated for a patient sample. The platelet result in open mode was 230 k/ul. The platelet result in closed mode on the account's secondary analyzer was 1593 k/ul. The sample retested at 1407 k/ul on the secondary analyzer. A smear was reviewed for this patient and the platelet estimate matched the 230 k/ul result. The elevated results were not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.